Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: after the stapling turned device until the click. The device was very difficult to remove. The staple line burst and the surgeon had to over-sew with a v-loc. The case was extended by more than 30 minutes. Patient status: good.

Manufacturer narrative:
(B)(4).